Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram was evaluated and replaced, and system settings were reconfigured. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.